Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.

Event description:
It was reported by the surgeon, that he was performing a surgery procedure. He stated that during this procedure he had problems with locking the lag screw completely. He also noticed that the lag screw went up to the ateria femdalis. Finally to complete the surgery, he had to perform a revision.